Event description:
Report of power cord end caught on fire. No pt involvement or injury.

Manufacturer narrative:
Device involved had a power cord that had been recalled 6 months prior. The hospital had been contacted about the recall, replacement cords had been sent, but the cords had not been exchanged. Cords have now been exchanged on recalled units.